Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that "he is getting a speaker malf. Error on mp50". There was no allegation of an adverse event or any patient or user harm.